Event description:
It was reported that before use, the device experienced a technical failure 316. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. The device was not returned to zoll medical corporation for evaluation. During the investigation it was noted that when the device was received at the distributor site, neither alarm could be reproduced. The device log files were returned to zoll technical support for review. The reported alarm was confirmed in the log files which typically indicates a small leak associated with the inspiratory valve. During calibration, it was observed that the device failed the leak calibration process which could indicate the inspiration block as the source of the leak. Technical support advised the customer to replace the inspiration block to resolve the reported issue. At this time, the customer has not placed an order for a new inspiration block; therefore, we are unable to definitively determine root cause.